Event description:
While wearing the external equipment, the pt reportedly experienced intermittency between the external equipment and the cochlear implant. The pt was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed the device was no longer functioning. Surgery to explant the pt's device has been scheduled.